Event description:
Upon meeting the patient, the impedances were tested and there was high impedance on one contact of <(><<)>10,000 ohms. The electrode with the issue was four. That one contact was key to the patient getting adequate coverage. Reprogramming was unsuccessful. The issue was not resolved. The cause of issue was described as impedance of <(><<)>10,000 ohms. The patient wanted a lead revision as soon as possible. Symptoms or complications associated with the event included pain at the lead location. Actions required as a result of this event include replacement. They would not have more information until the lead revision is complete, which was described as no sooner than three months from the date of report. The event occurred during normal use. Diagnostic testing included impedance testing and reprogramming. The product status at the time of this report was implanted and remains-in-service. The patient status at the time of this report was alive with no injury. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3887-56, lot# v660848, implanted: (B)(6) 2013, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3887-56, lot# v588341, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the patient was revised on (B)(6) 2015. The problematic lead was replaced with a new lead. The patient was getting good stimulation to the supraorbital area post-operatively. The lead was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis of the lead (l/n v588341), found #0 conductor was broken 1.6 cm from the proximal end. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.